Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent and swelling in the legs and feet. The patient was not admitted to the hospital for the event. The cause of the event was a use error further described as the patient disconnected without using aseptic technique. On an unreported date, the patient was treated with unknown antibiotics (route, dose, and frequency were unknown). The patient was retrained in aseptic technique and has since recovered from the peritonitis event. No additional information is available.